Event description:
It was reported that a sensor failed.

Manufacturer narrative:
Other, other text: one pump was returned for investigation in used condition. Event log history was performed, and alarms were identified in the history. During analysis, the reported issue was able to be duplicated. The carriage and the position pot tab was broken. Replaced damaged top case, replaced cracked right plunger case along with all the plastic parts of the plunger head. Performed function and delivery tests. The device passed all the functional test.

Event description:
It was reported that a sensor failed.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. (Updated h6 event problem patient code).